Manufacturer narrative:
H.3. And h.6.: the factory has not yet received the device for eval and this complaint is still under investigation.

Event description:
The unit was failing the defib paddles test with error codes 1000 (in system lot) and 81000 (in diag moode). There was no report of pt involvement.